Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was observed to have a broken wire. The procedure was completed with no reported injury or delay. Intuitive surgical, inc., (isi) followed up with the initial reporter and obtained the following additional information: reporter stated that the instrument was inspected prior to use and they did not notice anything out of the ordinary, they were suturing when the reported issue occurred and there was no instrument collision. They did not experience any issues with the opening/closing of the grips, the left/right (yaw) motion of the grip, or with the up/down (pitch) motion of the wrist. They are unsure if there were any cables protruding from the distal end of the instrument as the instrument was sent away. There are no photographic images or video recordings of the procedure available for review.